Event description:
Boston scientific has become aware of the following event after conducting a retrospective review of complaint records: the tip of the catheter got caught in the cypher stent at the insertion. Then, the transducer was positioned unusual. The lesion was 90% of stenosis with calcification. Patient condition: good.